Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus stent was removed during a stent replacement procedure. According to the complainant, there was difficulty in removing the stent. During procedure, it was noticed that the renal side tail of the stent would not become straight even when the guidewire was inserted into it. There were no patient complications reported as a result of this event.